Event description:
Additional information received reported the device was explanted and replaced. The reporter stated they were not sure if it was normal battery depletion or a product malfunction.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.

Event description:
It was reported that the device lasted 2 and a half weeks after which the battery depleted. Although the voltage demanded by the physician was ¿very high¿, there was reportedly another case with a ¿similar voltage¿, in which case the battery lasted 6 months, but "not this soon". Attached telemetry strips from an interrogation session on (B)(6) 2014 did not show any impedance issue or any other ¿visible change¿, the battery was at end-of-service (eos) and the amplitude noted was 9.5 v on one program and 4 v on the other. The following day, it was reported that, based on information in the telemetry strip, the patient's settings would have allowed the implantable neurostimulator (ins) to last 2 months until eos. It was later reported that the patient had a return of pain and was taking medications for the pain.

Event description:
Additional information received reported the patient had not returned to their healthcare professional. The reporter stated they had no updates regarding the pateint status.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient woke up in the night due to a strong shock. It was noted that after that episode the patient realized the total lack of stimulation. The reporter stated that until the moment of the shock there were only normal changes of approaching and withdrawal of the lead from the spinal cord. The reporter further stated that it was possible to measure group impedances.